Event description:
Further information reported that the patient received a notifier alert. Device appeared to be oversensing mayopotentials. Additional reprogramming was recommended.

Event description:
It was reported that nonsustained lead noise was observed due to oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.